Event description:
It was reported that during a coronary stenting treatment procedure, the patient died. The lesion was 90% stenosis near the ostium of the circumflex (cx). The lesion was predilated. A taxus express2 8.8% 3.5 x 12 mm drug eluting stent was placed. During the procedure, the patient developed bradyarrhythmia and severe hypotension. A bipolar pacemaker was placed in the right ventricle. The patient was given two doses of atropine and started on dopamine. Repeat angiography revealed wide patency of the cx at the site of the stenting, but no reflow visualized throughout the distal cx, apparently due to distal embolization. CPR was performed for 10 minutes. The patient then expired.